Event description:
The surgeon was unable to seat the size 36mm-4 glenosphere. He attempted to clear off any soft tissue or bone that may have been impeding it, but it still was not seating. The surgeon requested we shift to a size 32mm-4, which seated properly.